Manufacturer narrative:
The problem was due to the chiller 2 and resonator units. After the replacement of these units, the laser system restarted to work with correct power output. We are unaware about pt injury.

Event description:
The laser system has the following problem: "low power output during programmated maintenance".